Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with non-drug therapy (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a 41 year-old female patient who had essure inserted (lot no. 721042) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2270 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. The patient was hospitalised on (B)(6) 2016. The patient was treated with non-drug therapy (essure removal). At the time of the report, the event was resolving. The reporter considered medical device removal to be related to essure administration. Lot number: 721042. Manufacture date: 2010-03. Expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("foreign-body material has been removed") and device breakage ("fragment removed later") in a 41 year-old female patient who had essure inserted (lot no. 721042) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragment removed later" from (B)(6) 2016 to (B)(6) 2018). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2270 days after essure insertion, she experienced device breakage (seriousness criteria hospitalisation and intervention required) and underwent medical device removal (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. An unknown time later she experienced fatigue ("fatigue") and musculoskeletal discomfort ("discomfort in joints"). The patient was hospitalised on (B)(6) 2016 and from (B)(6) 2018 for 1 day. The patient was treated with non-drug therapy (essure removal in 2016, fragment removed on (B)(6) 2018 and fragment removed on (B)(6) 2018). At the time of the report, the medical device removal was resolving. The reporter considered device breakage, fatigue, medical device removal and musculoskeletal discomfort to be related to essure administration. The reporter commented: she denied to get in contact with her physician. In follow up, gynecologist reported initial laparoscopic essure removal was performed in an other hospital in 2016. He removed remnant of essure (4th marker) laparoscopically on (B)(6) 2018 at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.338 kg/sqm. Lot number: 721042, manufacture date: 2010-03, and expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-oct-2022: quality safety evaluation of product technical complaint. Further company follow-up with the gynecologist is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a 41 year-old female patient who had essure inserted (lot no. 721042) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2270 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required). Essure was removed the same day. The patient was hospitalised on (B)(6) 2016. The patient was treated with non-drug therapy (essure removal). At the time of the report, the event was resolving. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: reporter's information and patient's initials updated; date of birth provided; essure lot number 721042 was removed on (B)(6) 2016; hospitalization on (B)(6) 2016 was reported and the patient is recovereing. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("foreign-body material has been removed") and device breakage ("fragment removed later") in a 41 year-old female patient who had essure inserted (lot no. 721042) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("fragment removed later" from (B)(6) 2016 to (B)(6) 2018). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2270 days after essure insertion, she underwent medical device removal (seriousness criteria hospitalisation and intervention required) and experienced device breakage (seriousness criteria hospitalisation and intervention required). The fragment was removed later on (B)(6) 2018. An unknown time later she experienced fatigue ("fatigue") and musculoskeletal discomfort ("discomfort in joints"). The patient was hospitalised on (B)(6) 2016 and from (B)(6) 2018 for 1 day. The patient was treated with non-drug therapy (essure removal in 2016, fragment removed on (B)(6) 2018 and fragment removed on (B)(6) 2018). At the time of the report, the medical device removal was resolving. The reporter considered device breakage, fatigue, medical device removal and musculoskeletal discomfort to be related to essure administration. The reporter commented: she denied to get in contact with her physician. In follow up, gynecologist reported initial laparoscopic essure removal was performed in an other hospital in 2016. He removed remnant of essure (4th marker) laparoscopically on (B)(6) 2018 at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.338 kg/sqm. Lot number: 721042, manufacture date: 2010-03, and expiration date: 2013-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-oct-2022: gynecologist returned the essure questionnaire: reporter clarified that initially, the essure removal was carried out in an other hospital in 2016. He removed remnant of essure (4th marker) laparoscopically on (B)(6) 2018 (event device breakage and device removal complication added) at patient's request. Patient had no gynecological but non-gynecological concomitant conditions : fatigue and discomfort in joints (added as events) . Patient's height, weight (normal) were reported. Further company follow-up with the gynecologist is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with essure removal. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.